Event description:
During a laparoscopic inguinal hernia repair, surgeon requested the absorbatack which was opened for his use. While using the device it bent along the shaft. A second device was opened with the same result. A third device was opened again having the same result. "The was here" and gave a suggestion to a different type of device which worked.